Event description:
It was initially reported that the device would intermittently display a service indicator and it would log a service code. There was no pt use associated with the reported failure. Upon evaluation by physio-control it was observed that the device would intermittently take 25 seconds to boot-up and it would take 25 seconds to perform a warm-boot after a defibrillation shock.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The cause of the reported issue was determined to be due to a failure of the single board computer assembly on the system pcb assembly. The customer was provided with a replacement device.